Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoidectomy at the first firing, the device could not fire after the surgeon pressed the green button, the handle was not squeezed. The procedure was completed with another device. There was no patient injury.